Manufacturer narrative:
Follow-up #1 date of submission 02/09/2017-product analysis: the device was returned and evaluated by product analysis on 01/17/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed an occlusion alarms recorded on (B)(6) 2016 at 17:11, 17:16, 17:19; basal deliveries resumed at 18:35. An occlusion alarm occurred on (B)(6) 2016 at 22:13; basal deliveries resumed at 22:52. An occlusion alarm occurred on (B)(6) 2016 at 01:25; basal deliveries resumed at 07:07. An occlusion alarm occurred on (B)(6) 2016 at 13:11; basal deliveries resumed at 13:22. An occlusion alarm occurred on (B)(6) 2016 at 23:41; basal deliveries resumed at 23:47. Occlusion alarm on (B)(6) 2016 at 08:02; basal deliveries resumed at 08:29. Occlusion alarm on (B)(6) 2016 at 19:53; basal deliveries resumed at 19:59. An occlusion alarm occurred on (B)(6) 2016 at 21:41; basal deliveries resumed at 23:02. Occlusion alarm on (B)(6) 2016 at 22:16; basal deliveries resumed at 22:22. Occlusion alarm on (B)(6) 2016 at 07:17; basal deliveries resumed at 07:22. An occlusion alarm occurred on (B)(6) 2016 at 10:18; basal deliveries resumed at 10:31. An occlusion alarm occurred on (B)(6) 2016 at 10:52; basal deliveries resumed at 11:01. An occlusion alarm occurred on (B)(6) 2016 at 11:58; basal deliveries resumed at 12:34. An occlusion alarm occurred on (B)(6) 2016 at 13:46; basal deliveries resumed at 14:01. A replace battery alarm occurred on (B)(6) 2016 at 17:53; basal deliveries resumed at 18:26. An unexplained loss of prime occurred on (B)(6) 2016 at 12:29; basal deliveries resumed at 13:47. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 29 mmol/l with nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. It was reported the pump experienced a frequent occlusion alarm. During troubleshooting, it was reported that use error issues contributed to the occlusion alarms; however, changing the cartridge did not resolve the issue. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.